Manufacturer narrative:
H6: investigation summary: customer reported a false positive defect. Bd was not able to perform an investigation since neither batch number nor returned goods samples were available. Batch history records are always reviewed prior product release. There are many factors that can influence the false positive rate, including blood volume, blood cell counts, environmental factors, and media lot to lot variations. Each falsely positive vial must be stained and sub-cultured and returned to the instrument for further testing. A false positive result should not affect the sensitivity if the media to grow and detect a true positive. No corrective actions were required. A cross functional team continually monitors all product complaints for trends and determines if any additional actions are necessary beyond the current investigation process. Plot/log file review: the bottom unit was down for about 10 minutes on (B)(6) , around 14:48 to 14:58. That is where the majority of the errors come from. Best estimate at this point it either lost power or power was turned off.

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 5 possible false positive results were obtained by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. There was no report of patient impact.

Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while using bd bactec¿ plus aerobic/f culture vials (plastic) 5 possible false positive results were obtained by the laboratory personnel. A false positive may lead to treatment with a less tolerated antibiotic which can lead to serious adverse patient consequence. There was no report of patient impact.